Event description:
During procedure with the rotablator device, the guide wire perforated distally in the diagonal. After successfully repairing the perforation with a balloon, the pt's left anterior descending shut down. During attempts to go back in, another perforation occurred in the left anterior descending with a different wire (not a bsc product). The pt was then sent to the operating room for bypass surgery. The pt status is good and has since been released from the hosp.